Manufacturer narrative:
(B)(6).

Event description:
It was reported that level 1 equator blower overheated during operation. The device made a loud noise before failing. The operator also noted a burning smell coming from the electrical components. The product problem was observed during patient use. The product problem did not cause or contribute to any patient, or clinician injury.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, the device was received in medium conditions with tears and wears on the enclosure. The hose was dirty and yellow. When the device was unpacked the smell of liquid from the capacitor was noted. The under temp button remained on and once that a temp was selected it was noticed that the heater was working but the blower did not rotate. After some seconds the disconnected led was turned on. It was discovered that the capacitor had exploded, which likely caused the loud noise and the burning smell, and all the entire intern spare parts were covered with the liquid from the capacitor. The entire device was compromised and repairing it was not economical. The reported problem was confirmed due to the capacitor which had exploded. The root cause could not be determined. A replacement device was offered.